Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported linting of the blue, non-x-ray, cotton or towel pwtb04-stm from the cardiac catheterization pack/ sanocccorc. The procedure performed was an angioplasty. Upon exiting the coronary artery, lint was found to be sticking to the balloon. The lint was removed from the balloon at that time. No injury was reported. There was no delay in patient care as the towels were then removed from the field and a separate pack of or towels were dropped onto the field for use. The event date of the incident was unknown by the customer. No patient demographics were provided after numerous attempts to obtain. Although there was no injury, cardinal health is proactively filing a medwatch report for potential risk to the patient.

Manufacturer narrative:
MDR follow-up report being filed as investigation results available for the linting of the blue, non-x-ray, cotton or towel pwtb04-stm from the cardiac catheterization pack/ sanocccorc. Based on supplier investigation, device history record could not able to be reviewed as lot number provided was incorrect. No sample returned for investigation. According to the supplier, the or towel is made of cotton, so cotton fiber is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). D. In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation that occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.